Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: reinvestigation due to additional information provided. The investigation of this complaint was based on review of complaint history, device history records and the instructions for use (IFU). Based on the limited information provided, it was not possible to determine the exact root cause of this event. Cook will reopen its investigation if further information is received. There is no evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Additional information received 08aug2017: on the CT of (B)(6) 2016, a fusiform aneurysm with a diameter of 81 mm was noted "under renal". This observation was present on the previous film read and did result in a new intervention. On (B)(6) 2016 (16 days pp), the patient underwent endovascular treatment of an infrarenal aortic aneurysm which was discovered at the same time as the thoracic aneurysm treated in this study. Following this secondary intervention, there was no evidence of any technical observations, including endoleak. The event was considered not related to either device nor procedure. On (B)(6) 2016, the one-month follow-up CT scan showed no endoleak, migration, or evidence of collapse of proximal component. The post-procedure maximum aortic diameter was 94 mm.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: reinvestigation due to additional information received 08aug2017. The investigation of this complaint was based on review of complaint history, device history records and the instructions for use (IFU). Based on the limited information provided, a definitive root cause could still not be determined for the reported endoleak. However, based on reinvestigation, it is noted that the product was used in accordance with the IFU as the use of two components are not required, but recommended. There is no evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
(B)(4). Summary of investigational findings: based on the limited information, it was not possible to determine the exact root cause of this event. As per IFU endoleak is a known potential adverse event and may, among others, be due to: use of one component when two components are required; anatomical limitations, including, but not limited to, circumferential thrombus and/or calcification at fixation sites, short fixation sites (<20 mm); inappropriate sizing outside of the IFU sizing guide. None of these factors can be excluded without imaging available. In this case pre-procedure CT showed vessel wall thrombosis in both distal and proximal aortic neck > 50% of circumference and the patient received only one zenith alpha thoracic endovascular graft. Both of these factors are likely to contribute to the reported event. The work order for the complaint device appears to be complete and correct, with no evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: on (B)(6) 2016 the pre-procedure CT showed vessel wall thrombosis in both distal and proximal aortic neck > 50% of circumference. The pre-procedure maximum aortic diameter was 93 mm. On (B)(6) 2016 during the index procedure the patient received one zenith alpha¿ thoracic endovascular graft proximal component. The proximal zone of stent graft implantation was 4 using the ishimaru zone classification scale. The aorta was accessed percutaneous through the right femoral artery. The deployment of the stent graft was successful. Left subclavian artery was not covered by the stent. No additional procedure was performed during the implantation of the stent graft. No reportable adverse events was observed during or after the procedure and no endoleaks were reported at the end of the procedure. On (B)(6) 2016 a CT imaging revealed type 1a endoleak in proximal neck. The observation was not present at previous film read. The observation did not result in a secondary intervention. There was no evidence of stent migration and no evidence of collapse of proximal component. On (B)(6) 2016, the one-month follow-up CT scan showed no endoleak, migration, or evidence of collapse of proximal component. The post-procedure maximum aortic diameter was 93 mm. Patient outcome: the patient remains in the study.